Event description:
Experienced pain in both knees especially in her right knee/pain in her right knee was very painful/great pain in her knee [knee pain], swollen right ankle with possible related pain [ankle swelling], swollen right ankle with possible related pain [pain ankle]. Case narrative: based upon additional information received on 29-jul-2019, this case initially assessed as non serious was upgraded to serious (seriousness criterion: required intervention). Initial information received on 16-nov-2017 from united states regarding an unsolicited valid serious case received from a consumer. This case involves a 77 years old female patient who experienced pain in both knees especially in her right knee/pain in her right knee was very painful/great pain in her knee (latency : unknown) and swollen right ankle with possible related pain (latency: few days), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment (s), vaccination(s) and family history were not provided. On an unknown date in oct-2017, the patient-initiated treatment with intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, batch: unknown) (information for batch number was requested) into the right knee for osteoarthritis of knee. On an unknown date in oct-2017, after unknown latency, the patient experienced pain in both knees especially in her right knee. On (B)(6) 2017, few days after starting treatment the patient experienced a swollen right ankle for the first time with possible related pain. It was reported that the patient did not want to undergo knee replacement surgery in either one of her knees. On (B)(6) 2017, in the evening the pain in her right knee was very painful. She reported she was having great pain in her knee and had received a steroid in (B)(6). This event was assessed as serious and was leading to intervention. The patient reported she received hylan g-f 20, sodium hyaluronate injections every six months and her doctor had recommended her to use euflexxa. She reported that the hylan g-f 20, sodium hyaluronate injections were working for her but wanted to inquire if euflexxa would be something better. Final diagnosis was experienced pain in both knees especially in her right knee/pain in her right knee was very painful/great pain in her knee and swollen right ankle with possible related pain. Action taken: not applicable. Corrective treatment: steroid for experienced pain in both knees especially in her right knee/pain in her right knee was very painful/great pain in her knee; not reported for other events. Outcome: unknown for all events. A product technical complaint was initiated on 02-feb-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 02-feb-2018. Additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information received on 29-jul-2019 from patient. Case upgraded to serious. Event verbatim updated from experienced pain in both knees especially in her right knee/pain in her right knee was very painful to experienced pain in both knees especially in her right knee/pain in her right knee was very painful/great pain in her knee. Clinical course updated. Text amended accordingly.